Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported he had been hospitalized due to peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the pd patient was hospitalized from (B)(6) 2016 due to an episode of gram negative peritonitis. The pdrn stated the specific culture results were not available at this time. The pdrn stated per her discussion with the patient the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment. The pdrn stated the patient was discharged (B)(6) 2016 and came into the clinic to discuss his antibiotic medications and treatment. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain hospital progress notes, peritoneal dialysis progress notes, peritoneal dialysis treatment records or a recent history and physical for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. Medical records did not indicate the cause of the patient¿s peritonitis. According to the ¿(B)(6) guidelines/recommendations for peritoneal dialysis-related infections recommendations: 2005 update,¿ (B)(6) ¿is due primarily to touch contamination.¿ due to the lack of medical records, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the patient¿s peritoneal dialysis products. Medical record information and statement from the (B)(6) suggest the patient¿s peritonitis was related to touch contamination.

Event description:
Medical records were provided by the patient's dialysis center. According to the pdrn, the patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 due to an episode of gram negative peritonitis. Medical records reveal the patient presented to the hospital on (B)(6) 2016 and was admitted on (B)(6) 2016.